Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 427 mg/dl, 510 mg/dl. And 460 mg/dl. Customer was assisted with troubleshooting and insulin exited the tubing after performing 5.0 unit insulin test. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.